Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
Doctor reported that the abutment and screw fractured. The doctor confirms that the procedure was completed with other instruments and that the patient did not suffer any negative impact on his health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® low profile one-piece abutment 4.1mm(d) x 1mm(h) (ilpc441u) was returned for investigation. Visual evaluation of the as returned products identified that the abutment was fractured around the collar. Functional testing could not be performed due to the nature of the devices and events. No pre-existing conditions were noted on the per. The devices were intended for an unknown tooth site. Device history record (DHR) review for the lots (2020050032) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events (complaint category keywords: fracture & fracture: screw) and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported fracture event was confirmed for the ilpc441u.